Event description:
Caller reported compact plus system blood glucose results of hi, which on the system indicates a result in excess of 600 mg/dl, and "130 mg/dl or below" within 10 minutes. No adverse event was reported. Strips not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.